Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the helix was distorted/bent, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.

Event description:
It was reported that the helix would not extend and there were positioning difficulties due to the vascular anatomy of the patient. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.